Manufacturer narrative:
A review of the complaint record indicated that the complaint was received by animas on (B)(6) 2015.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/25/2015 with the following results: unable to duplicate display malfunction. Display functions appropriately. One battery compartment crack below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.